Manufacturer narrative:
Image evaluation summary: the images capture the previously deployed resolute onyx stents in the lad with 100% occlusion. Stent thrombosis is visible. Aspiration thrombectomy was then performed throughout the lad. After initial aspiration, blood flow begins to restore in the lad however diffuse thrombus is still evident within the deployed stents in the vessel. Further aspiration thrombectomy is performed. The images then capture the successful deployment of three non-medtronic stents within the lad. The final image captures the lad after multiple treatment, with no thrombus evident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, a total of three resolute onyx drug eluting stent were used to treat a non- tortuous and moderately calcified lesion, located in the proximal left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesions were pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. One 2.75x12mm resolute onyx was implanted at the ostium of the prox lad, one inflation to max pressure 18atm. The stent was post dilated to 20 atm. One 2.75x8mm resolute onyx was implanted at the ostium of the prox lad, one inflation to max pressure 18atm. The stent was post dilated to 18atm. One 2.75x12mm resolute onyx was implanted in the proximal subsection of the prox lad, one inflation to max pressure 18atm. The balloon of the 2.75x8mm resolute onyx, and a non-medtronic balloon were used to post dilate to 20atm. Approx, 9 days post implant, the patient presented with stemi. The stents in the lad were 100% occluded. Stent thrombosis was reported. The lesion in the lad was heavily calcified with severe angulation and severe tortuosity. Aspiration thrombectomy was performed. Three overlapping non-medtronic stents were implanted. The prox was post dilated to 3.2mm. The patient is reported as being alive without injury.